Event description:
Pt had vaginal hysterectomy surgery 9/25/95, with paramethral susprnion, percutaneous cystomy repair of cystocele and retrocele supra-pubic catheter was placed on 9/29/95 with catheter supra in place. Catheter fell out at home 10/4/95. Pt went to ed 16 foley catheter placement.